Event description:
Caller states patient tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 7.0 inr. Patient's coumadin was held over the weekend based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.